Manufacturer narrative:
Findings: pump was received with blank display due to faulty. Unable to verify watchdog timeout alarm, unexpected restart alarm or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout and unexpected restart. Customer's blood glucose at time of incident was unknown. Customer stated the error tables indicate pump should be replaced. Customer checked the alarm history both alarms had multiple occurrence. The customer was advised that the device would be replaced.